Event description:
On (B)(6) 2022 an: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient experienced nausea, vomiting, abdominal pain, difficulty in breathing, chest pain and dry mouth. Subsequently, on (B)(6) 2021, the patient was hospitalized and was treated with a drip. During hospitalization, the patient faced an insulin flow block and it was not alerting, though her blood glucose level was 446 mg/dl at the time of the event, but it had alerted during a basal. Moreover, the infusion set had been used for less than one day. On 05-mar-2021, she was released from the hospital. It was also stated the insulin did not exit and there was greater than normal resistance with plunger push. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced nausea, vomiting, abdominal pain, difficulty in breathing, chest pain and dry mouth. Subsequently, on (B)(6) 2021, the patient was hospitalized and was treated with a drip. During hospitalization, the patient faced an insulin flow block and it was not alerting, though her blood glucose level was 446 mg/dl at the time of the event, but it had alerted during a basal. Moreover, the infusion set had been used for less than one day. On (B)(6) 2021, she was released from the hospital. It was also stated the insulin did not exit and there was greater than normal resistance with plunger push. No further information available.